Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm was noted. The pump had scratched display window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 494 mg/dl. The customer treated with manual injections. The customer stated that the alarm was resolved by a complete set change. The customer was unable to troubleshoot because they changed out the infusion set. The customer was advised to call when the alarm occurs to troubleshoot.